Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 145 ohms. No noise was observed, and all other lead parameters were in range. An integrity test was performed, and a 1 joule and maximum energy 41 joules shocks were delivered, showing in range shock impedance values. Based on these results, the physician made the decision not to replace the lead. It is suspected that the root cause may be related to a clinical observation, for example fibrosis or calcification. No adverse patient effects were reported. The lead remains implanted and in service.